Manufacturer narrative:
Investigation result received from external service center (B)(4)- evaluation completed by (B)(4). Evaluation: the pcb failed tests due to port is broke off internally on main board. All other parts checks ok. Corrective action: you will need to replace the pcb. Vr81113000900 1 ea. (B)(4) emailed on 07/05/2023 to approve the repair. Root cause description: damaged connector (wear or shock). All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that promark apex locator was giving incorrect measurements. No injury occurred.